Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence and atrophy with his artificial urinary sphincter (aus) device due to a fluid leak in the device. All components were explanted and replaced. The physician does not feel like the cuff was initially placed in the correct location in urethra. He exchanged the patients 4.0cm cuff for a 3.5cm. Upon explant, the physician was unable to find the location of the fluid leak. There is no information regarding the patient outcome following the procedure.